Event description:
A customer reported receiving an unspecified low sensor reading from the adc device compared to a competitor brand meter. The customer felt nauseous and was brought to the hospital they were determined to have an unspecified high glucose reading and was treated with unknown IV fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported device has been returned and is currently in process of investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 3mh00g7176r has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Returned sensor was attempted to be scan with evm (evaluation module). The evm was reset and the sensor was scan again. The returned sensor was inspected visually and further de-cased and no issues were observed. Extended investigation was performed. The returned sensor was visually inspected and no issues were observed. The sensor was scan again and observed the same message. The battery was replaced in the sensor and the issue persisted. Adc was therefore unable to perform further testing related to the low readings issue reported by the customer. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low sensor reading from the adc device compared to a competitor brand meter. The customer felt nauseous and was brought to the hospital they were determined to have an unspecified high glucose reading and was treated with unknown IV fluids. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving an unspecified low sensor reading from the adc device compared to a competitor brand meter. The customer felt nauseous and was brought to the hospital they were determined to have an unspecified high glucose reading and was treated with unknown IV fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Returned sensor was attempted to be scan with evm (evaluation module). The evm was reset and the sensor was scan again. The returned sensor was inspected visually and further de-cased and no issues were observed. Extended investigation was performed. The returned sensor was visually inspected and no issues were observed. The sensor was scan again and observed the same message. The battery was replaced in the sensor and the issue persisted. Adc was therefore unable to perform further testing related to the low readings issue reported by the customer. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h6 - (adverse event problem) and d9 -( date returned to mfg) were incorrectly documented in the previous report. Correction has been made.